Manufacturer narrative:
The insulin pump had a button error alarm and no button response due moisture damage on electronic assembly. Moisture damage was found on motor assembly. Analysis was unable to verify for unexpected restart alarm due to no button response. No blank display noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had an unexpected restart alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 241 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.